Event description:
The manufacturer received information from a distributor alleging a patient experienced service required while using a trilogy evo device. There was no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. Philips is currently investigating this complaint. The device has been received by the third-party service center and is currently awaiting evaluation. A supplemental report will be submitted as due.